Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the when disconnecting IV tubing from piv IV tubing cracked at luer lock causing tubing to not function and backflow of blood.

Event description:
No additional info.

Manufacturer narrative:
One photo was taken by the customer that verifies the male luer cracking. Due to no sample being returned an investigation can not be conducted. However, based on the description of events the most probable cause is the alcohol cracking the luer. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.